Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had a leak and bent cannula. The customer was assisted with troubleshooting for bent cannula. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was 409 mg/dl at the time of the incident. Customer treated by changing the infusion set and administering insulin. Blood glucose was in the 200s at the time of the call. Customer declined troubleshooting for high blood glucose readings. Customer was advised the infusion set will be replaced. The insulin pump will not be returned for analysis.